Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited scope communication error e216 during inspection for use. The procedure was completed with a similar device. There were no reports of patient involvement.